Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019. International UDI#: (B)(4). The manufacturer¿s international service technician was dispatched to the site and confirmed the reported problem. The manufacturer¿s international service technician replaced the front bezel to address the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The navigation wheel cannot adjust parameters. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.